Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7122619.

Event description:
It was reported that the patient was experiencing discomfort at the lead site during trial. It was also stated that the patient has signs of redness and itching. It was stated that the patient bandage came loose from the back and could have caused the infection. The patients trial leads were explanted and clear discharges were noted from the incision site. The patient placed on ed (emergency department) and had a single level laminectomy to relieve abscess from the infected site.